Event description:
Consumer's mother called on (B)(6) 2011 and reported that 3 weeks ago, her daughter had used our heat wraps back and hip wrap on her back and received what she stated are 3rd degree burns. She stated her daughter used two pads in the belt, and wore it for 8 hours. When she removed the belt, she had two burns in the shape of the warmers. She said that she had been to the doctor, and the doctor told her to go to the wound center. The wound center won't take her because she has no insurance, and now the wound is getting infected. Mother claims the warmers continued to stay warm for 50 hours after the daughter removed them. Mediheat has repeatedly tried, and has not been able to contact or speak to the daughter who was using the product. There was no daughter's age, height and weight were not specified. The only indication of age is that she was a hairdresser and did not have insurance, indicating she is an adult. There was no mention of medical history or other medications being taken at the time of the incident.